Event description:
The customer reported failure of the power supply that is located inside of the cpu (central processing unit) of a computer that is part of their acuity central station patient monitoring system. The customer further reported that they replaced the power supply and successfully restarted the monitoring system. Patient monitoring was interrupted for about two hours while they replaced the power supply. There was no patient harm associated with this report.

Manufacturer narrative:
Method: the device was not returned to the manufacturer for evaluation. Evaluation of the device was performed by the customer. Conclusion: the customer reported that their replacement of the cpu's internal power supply unit corrected the malfunction.